Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the severely tortuous anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. In addition, the balloon got separated and was collected with a snare. The procedure was completed with a different device. No patient injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reported address 1: (B)(6).

Manufacturer narrative:
E1-initial reported address 1: (B)(6). Device eval by MFR: returned product consisted of a coyote es balloon catheter. The hub and outer shaft were not returned, the balloon was returned, the inner shaft was received. The inner shaft was measured at 17.3 cm long. Microscopic analysis found buckling to the inner shaft 2.1cm to the end of the shaft. Kinks were found at 3.8 cm and 5.2 and 6.3 cm from the distal end. The balloon was soaked to soften the crystal formation of the saline and examined for a rupture. Microscopic inspection of the balloon saw the tip of the balloon had ruptured.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the severely tortuous anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. In addition, the balloon got separated and was collected with a snare. The procedure was completed with a different device. No patient injuries were reported and the patient was in good condition after the procedure.